Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that patient would like to have her device remove because it has done nothing to her. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the patient couldn't find anyone to take the device out. They had the stimulator shut off but that's it. The stimulator is not working. The doctor that put it in left.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that she received implant so that she wouldn't need to use catheters anymore. The patient stated the device has never worked for them. Patient said that they tried everything in the beginning would go to hcp office and would make adjustments. When asked, patient said that they did work through all of the programs. Patient said that the last time they saw the healthcare provider (hcp) sometime in december last year, was told to turn stimulation off. The patient said that device was supposed to help so that they don't need to use the catheter and get infections however it hasn't helped and patient keeps on getting urinary track infections (utis). Patient said that utis are worse. Patient said that recently they were sent to an infectious specialist as patient was diagnosed with two different utis and was placed on two antibiotics. Patient would like to have system completely removed. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient said they had a fall in november, broke their tailbone, and needs a MRI. No further complications were reported.